Event description:
It was reported that a display issue occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).